Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The review of the alarm log revealed that the device had presented an f-10 alarm. The cause of the condition was determined to be out of specification force sensing resistors. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was removed from service due to a lack of spare parts. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented an unspecified error. There was no report of patient injury or medical intervention associated with this event. No additional information is available.